Event description:
The complainant stated that the head section will intermittently self-run up. When he locks out the head siderails, the head section operates as designed.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.